Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 30 stent successfully in the proximal right internal carotid artery (rica) target lesion during the study index procedure. The residual stenosis was 10%. A 7 mm. Angioguard embolic protection device was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced cerebral hyperperfusion syndrome. The patient was reported to have a neurological deficit. The event was characterized by left hemiparesis and left hemitaxia. The duration/onset and recovery of the event was unknown. The event was reported to be unrelated to a cordis product or anticoagulation and was related to the procedure. The patient was discharged four days after the index procedure. The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 5.5 mm. Reference diameter, mildly calcified, not tortuous, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
Additional information received indicated the previous adverse event (ae) of cerebral hyperperfusion was changed to a stroke/intracerebral subarachnoid hemorrhage. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to note that the previously reported hyperperfusion syndrome diagnosis has been updated in the data base to a cerebrovascular accident. The report received indicated that the patient had a precise 9 x 30 stent successfully implanted in the proximal right internal carotid artery (rica) with a residual stenosis 10%. An angioguard embolic protection device was also used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced cerebral hyperperfusion syndrome. The patient was reported to have a neurological deficit characterized by left hemiparesis and left "hemitaxia". The duration/onset and recovery of the event was unknown. The event was reported to be unrelated to a cordis product or anticoagulation and was related to the procedure. The patient was discharged four days after the index procedure. The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 5.5 mm. Reference diameter, mildly calcified, not tortuous, and eccentric. The lesion was pre-dilated. The patient's medical history includes: coronary artery disease and hypertension with high risk criteria: age > 75. Additional information received indicated that the patient experienced a tia thirty days after the index procedure. The event was not related to a cordis product/anticoagulation. Recovery was full/no residual deficit. At this time there is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571473 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia and the various symptoms (including left hemiparesis and left hemitaxia) associated with it are well-known potential adverse events associated with the carotid stent implantation procedure and is listed in the IFU as such. These symptoms are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received indicated that the patient had a precise 9 x 30 stent successfully implanted in the proximal right internal carotid artery (rica) with a residual stenosis 10%. An angioguard embolic protection device was also used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced cerebral hyperperfusion syndrome. The patient was reported to have a neurological deficit characterized by left hemiparesis and left hemitaxia. The duration/onset and recovery of the event was unknown. The event was reported to be unrelated to a cordis product or anticoagulation and was related to the procedure. The patient was discharged four days after the index procedure. The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 5.5 mm. Reference diameter, mildly calcified, not tortuous, and eccentric. The lesion was pre-dilated. The patient's medical history includes: coronary artery disease and hypertension with high risk criteria: age > 75. Additional information received indicated that the patient experienced a tia thirty days after the index procedure. The event was not related to a cordis product/anticoagulation. Recovery was full/no residual deficit. At this time there is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571473 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia/stroke and the various symptoms (including left hemiparesis and left hemitaxia) associated with it are well-known potential adverse events associated with the carotid stent implantation procedure and is listed in the IFU as such. These symptoms are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event.